Event description:
It was reported that catheter stuck in lesion occurred. An opticross imaging catheter was selected to visualize the target lesion. During percutaneous coronary intervention (pci), when the opticross was inserted in the patient, it got stuck in the lesion. It was released by using the guidezilla, and the opticross imaging catheter was successfully removed from the body. After this, percutaneous cardiopulmonary support (pcps) was inserted into the patient and the patient was transferred to osaka university hospital. The pcps was removed. The procedure was completed with a non-bsc device. No patient complications were reported and the patients status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Device analysis revealed that the device has a damaged in the guide wire exit hole port. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other visual damages were encountered.

Event description:
It was reported that catheter stuck in lesion occurred. An opticross imaging catheter was selected to visualize the target lesion. During percutaneous coronary intervention (pci), when the opticross was inserted in the patient, it got stuck in the lesion. It was released by using the guidezilla, and the opticross imaging catheter was successfully removed from the body. After this, percutaneous cardiopulmonary support (pcps) was inserted into the patient and the patient was transferred to (B)(6). The pcps was removed. The procedure was completed with a non-bsc device. No patient complications were reported and the patients status was stable.